Event description:
The customer reported that she jumped into a pool and her insulin pump was exposed to moisture. She also stated the insulin pump had cracks from previous falls in the past. The customer's blood glucose was 197 mg/dl. The customer further stated the insulin pump display went blank immediately after exposure to moisture and she heard a sizzle sound from the pump. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. The customer also stated there was fluid under the lcd screen. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, loose/shifted end cap sticker, cracked battery tube threads, moisture damage on the electronics assembly.